Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip from a hemopro kit broke in the pt's leg. The piece was retrieved through the original incision in the pt's leg. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. Product is returning.

Manufacturer narrative:
Maquet cardiovascular received the device on (B)(4) 2009. Quality will evaluate the device and perform investigation. A supplemental report will be submitted when the investigation has been completed. Note: the hospital also reported a similar incident, catsweb complaint (B)(4). One lot number was reported for these two complaints (B)(4), but the hospital did not know in which complaint it was used. A lot history record review was completed for this lot. There was no nonconformance which could have attributed to this failure mode. (B)(4).